Event description:
Legal case ¿ USA (mdl no. 3044). It was reported via legal documentation that approximately 89 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, extreme pain, loss of consortium, instability, and revision surgery. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and instability and/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.